Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate the customer reported complaint. The instrument was manually manipulated and had no issues with rotating. There was no problem detected. There were additional observations not reported by site. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from clevis. The crimp measures approximately 0.032¿ x 0.046¿. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.046¿ - 0.248¿ in length and were not aligned with the tube axis. Root cause of this failure is attributed to user. The root cause of scratch marks /abrasions instrument main tube is typically attributed to mishandling. A review of the instrument log was performed. The instrument was last used on (B)(6) 2021 on system sl0396. The instrument had 1 use remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although there was no patient injury, the product malfunction identified through failure analysis could cause or contribute to an adverse event if the failure were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument could not rotate completely. A back-up instrument was used to continue, and the procedure was completed with no reported injury.